Event description:
Part 028066 emu40exq breakout box - device is heating up. The room smelled like smoke, the part was extremely hot to touch, the grey cord melted. There was a brown burnt spot on the pouch. The breakout recorded 16 hours before the event. No injuries.

Manufacturer narrative:
Initial report ref natus complaint(B)(4). No related CAPA's. The customer confirmed the affected part will be returned for evaluation. Per doc-010378 rev 72 risk analysis spreadsheet (ras) xltex eeg/psg hazard ID 6.3, cause - high chassis temperature results in burn effects (harm) - third degree burn risk level - medium the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in qms-000018, hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Further investigation to be carried out.

Manufacturer narrative:
Follow up report 001 ref complaint# (B)(4). Install date of affected device was: 02 october 2021 a DHR review is not applicable because, prior to the reported issue the device was in service for 2 or more years and a manufacturing defect is very unlikely. Product examination and functional testing: investigation results: per engineering "pictures sent showed brown dried gel at the power input side which is not a burnt material. The unit was received with a burnt component smell. The unit was delivered to service repair and opened. Area near 3 power input coils are burnt up where the cover was internally burned. It appears there are traces of gel through the cover and onto the pcb. It is possible the gel or gel and cleaning agent was conductive enough where the solution may have been conductive causing more inrush current. Failure confirmed: yes investigation result code: neuro sbu/physical damage complaint will be included in trending data for further review.

Event description:
Part 028066 emu40exq breakout box - device is heating up. The room smelled like smoke, the part was extremely hot to touch, the grey cord melted. There was a brown burnt spot on the pouch. The breakout recorded 16 hours before the event. No injuries.